Event description:
Revision surgery - due to the patient's shoulder dislocating.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 28 days of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed one non-conforming material reports associated with this product; ncmr # (B)(4) involved one part that was returned to the vendor for failing the air gage. A review of the product complaint report history shows this is the 2nd complaint for this product: one due to infection and one due to dislocation. This is the first complaint for this lot number. The root cause for the dislocation was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.